Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 the patient presented in clinic for device check. Upon interrogation, the right ventricular lead exhibited noise. On (B)(6) 2016, the patient presented in the emergency room with syncope. The lead was capped and replaced. When connecting the new lead to the pulse generator, the physician noted device header to be loose. The device was explanted and replaced. The patient was asymptomatic during procedure and was fine post operation.